Manufacturer narrative:
Insulin pump received with the main arm cannot communicate with the motor arm alarm, one of the tasks has not responded for specified time. The alarm saves information to indicate if motor or main virtual watchdog failed alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage electronic assembly. Pump unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to the critical pump error (open book).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and ketones on (B)(6) 2018. It was reported that the customer had high blood glucose levels of 32 mmol/l at the time of incident. It was reported that the insulin pump started to alarm critical pump error on the screen. Troubleshooting was performed. The customer was advised to replace out the insulin pump. Product is expected to return for analysis.